Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. They inspected the reservoir, snap-cap, and septum for anomalies. No anomalies were found. They ran the occlusion test per dop 114-830 as follows: reservoir filled with diluent and connected to a new infusion set. They installed the reservoir and connector into a 7xx insulin pump. They also tested the infusion set. They installed the reservoir and connector into a 7xx pump. They tested on the catheter tip. Conclusion: reservoir was not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had tried to get a dose of insulin and he received a no delivery alarm. Customer's blood glucose was 580 mg/dl. Customer treated with the pump. Customer stated that he has a syringe as a back-up plan. Customer stated that the alarm occurred during bolus. Troubleshooting was performed and customer reported greater than normal resistance when manually pushing the plunger. Customer was explained that the alarm was caused by a set or reservoir connection. Customer was advised to replace the infusion set and reservoir. Customer gave a manual injection of 1.3 units. Customer stated that he reconnected and disconnected the set 3 times. Customer discarded all other sets except one.